Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had increasing impedance over time. Defibrillation threshold testing (dft) was done at 25 j using multiple vectors and it was unsuccessful each time. It was noted that the patient has not had any ventricular fibrillation or ventricular tachycardia episodes since receiving the system. The lead was explanted and replaced. No patient complications have been reported as a result of this event.